Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.1, lab-inr: 2.8. New user. Target range 2-3. The first inr from meter during the training (end of july) was 2.1. On aug 5th, inr on inratio 1.1, no repeat. On aug 6th, lab 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.1, reference: 2.8, mean: 1.95, confidence-limits: 1.3-2.7. [2.1 inr is excluded from the list since it is more than 3 hrs. Apart]. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. (B)(6)2009, biosite received meter (B)(4) and strip ln 216965. In-house accuracy test, test date: donor 1, donor 2. Meters sn: returned meter (B)(4), in-house meters (B)(4)). Returned strip: (B)(4) (strip (B)(4)). Comparative sys: sysmex 560; 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established.